Manufacturer narrative:
It is unknown if the subject device is a stryker product. The device was not returned for analysis; it is not possible to determine the cause of the reported event without an evaluation of the device. Stryker is submitting this adverse event report due to the fact that the event was reported to stryker. If further information becomes available, a supplemental report will be submitted. Device not returned to manufacturer for investigation.

Event description:
On or about (B)(6) 2016, stryker received a third-party subpoena. The operative report indicates that during an emergency craniectomy the raney clip appliers were not present and were therefore unable to be utilized during the procedure. The operative report further indicates there were several times where the drill monitor/tower stopped working where they had to plug in another monitor. When the second monitor stopped working, they had to re-plug the old monitor in, which did not work again. They then plugged in the second monitor again and it worked continuously through completion of the procedure. It was reported that these complications led to blood loss totaling approximately 1200 ml, requiring that the patient receive 2 units prbcs. It is unknown if the subject device(s) are stryker products.